Manufacturer narrative:
In order to investigate the reported issue a logfile was requested but not provided. On site the device was repaired without replacing any parts and put back into use. The user facility did not involve the local dräger s&s organization into the repair, no furhter information were available for the investigation. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. In case the fabius shuts down automatic ventilation, the device will generate an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. Due to the small amount of information it was neither possible to verify the problem nor to determine the root cause.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.

Event description:
It was reported that the ventilator failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.